Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported patient coming for treatment on 11/7. Has on 8/7 mentioned that PICC-line was slow to flush in connection with pump disconnection and rearrangement at the health centre. Before the start of treatment on 11/7. Acilyse is added and after this there was good in and backflow in PICC-line. Treatment is started. The patient rings the alarm bell and when staff comes in, the patient has extravasated. Receives treatment according to pm for this and PICC line is drawn. When PICC line is inspected and flushed after pulling, a hole is discovered at the top of the PICC line catheter.